Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tlc75 instrument staples advanced into the nurse's thumb. The nurse is a very experienced user. It was also reported that they believe that the firing knob was not returned back to the original position before reloading, therefore when the cartridge was placed on the stapler, some staples advanced into the thumb. The orange staple retainer was not on the cartridge when the nurse was reloading. There was no consequence to the pt.